Manufacturer narrative:
This device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this right ventricular lead was suspected to have micro-dislodged. A request for additional info has been made. There were no adverse pt effects reported and available info indicates the lead remains in service. As of today, no additional info has been received. Should additional info become available, this report will be updated.